Event description:
Procedure type: unk. According to the reporter: the client reports that, just before use, the little spring detached. Product was not used on pt. No pt injury was reported.

Manufacturer narrative:
(B)(4).